Event description:
Customer reported that a pt rec'd more pain medication than was prescribed because the pump was misprogrammed to deliver a basal rate of medication in addition to the pca dose when only pca was ordered. The post-operative pt rec'd naloxone because the respiratory rate dropped to 8 breaths/min. The respiratory rate was restored and the pt was discharged from the hosp with no prolongation of stay and no sequelae.